Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moist) issue.

Manufacturer narrative:
Follow-up #1: date of submission 14-jun-2018 - device evaluation: the device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: during the investigation, evidence of a short battery was is illustrated with a six count voltage drop on 03-apr-2018. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit securely to the pump. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due to a battery compartment leak. The display contrast was found to be dim and reddish. The pump powered on to a ¿low battery¿ warning upon confirming the ¿verify¿ screen. The reported ¿short battery life¿ complaint was duplicated. The pump¿s ¿ez-prime¿ steps were performed correctly with all currents reading within specification. The pump¿s cover was removed, and further moisture was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.